Manufacturer narrative:
A6 is unknown. Investigation summary: ppae: (ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1990722. Device history batch: subcomponent lot: n/a. Device history review: this pump sn (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient implanted with an impella cp experienced leg ischemia that required removal of the device. It was reported on the first day of support, the impella cp repositioning sheath caused leg ischemia. The patient was emergently taken to the operating room to undergo impella cp removal and repair to the right femoral artery with prophylactic fasciotomies of the right lower leg. A thrombectomy was attempted, but no thrombus was found. Multiphasic flow in the dorsalis pedis and posterior tibial arteries were reported post-operatively. After the impella cp was explanted, the patient was implanted with an impella 5.5 via the axillary artery. At the time of writing this report, the patient remains on impella 5.5 support. It was noted that the patient experienced bleeding during impella 5.5 support. This complaint involves two impella devices: pump 1: impella cp, with serial number (B)(6). Pump 2: impella 5.5, with serial number (B)(6). This MDR specifically addresses impella cp, with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.